Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the total daily insulin delivery correctly reflect the user's programmed basal rates. There was no data available in the download history or black box for the time of the reported blood glucose event due to continued patient use. There were no alarms or pump conditions indicating a malfunction were recorded in black box. A timekeeping accuracy test was performed and the pump was keeping time accurately. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. There was no defect found.

Event description:
On (B)(6) 2010, the pt contacted animas alleging elevated blood glucose (bg) levels. The pt contacted animas inquiring if there was a way to check the pump to see if it was working. The pt claimed that on the morning of (B)(6) 2010, she had obtained a blood glucose level of 77 mg/dl. The pt reportedly changed the insertion site and claimed that her blood glucose level was at 529 mg/dl by 11:00 am. The pt claimed that at the time, she had tightness in her chest. The pt reportedly took an injection which helped lower her blood glucose to 294 mg/dl. At this point, the pt felt better. At unspecified times after, the pt claimed that her blood glucose levels rose to 489-549 mg/dl. At 3:00 pm, the pt changed the insertion site again. The pt denied that there was any leaking. She also denied consuming new foods or medications, having changes to her activity, or having an illness. The pt indicated that she was rotating her sites and did not have any scar tissue. The pt claimed that the connections were secure. The pump was reportedly not suspended. No bubbles were noted in the cartridge. The pump's date and time were correctly set. No related alarms were noted in the pump's history. No missed or cancelled boluses were observed. All history totals added up correctly. The insulin was not cloudy, clumpy, expired, or discolored. Based on the info provided, this complaint is being reported due to allegation that the pt's blood glucose level exceeded 500 mg/dl. However, through troubleshooting, there was no evidence that the pump was working improperly.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.